Event description:
It was reported that the patient received inappropriate shock. An insulation break was noted behind the is-1 plug. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis noted one of the metal filars of the sensing coil was fractured and melted close to the connector ring. The exposed metal filars of the inner coil could cause delivery of inappropriate therapy when in contact with the ICD can.